Manufacturer narrative:
Device evaluation summary: the balloon was deflated, the balloon folds were expanded. Blood was visible in the inflation lumen. Deformation was evident to the distal tip, with the material bunched and torn. There was no stretching evident to the proximal balloon bond. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material immediately distal to the distal markerband. There was no lead in scratches evident proximal or distal to the burst site. There was no other damage evident to the remainder of the device. Image review: one set of 3 images were received for analysis. The image on the left shows the reported lesion and a guide wire positioned across the popliteal/tibial artery. The central image shows an inflated balloon in the lesion. The image on the right shows the lesion. There is no evidence of a balloon burst from the set of images. An image was received showing the guide wire positioned across the popliteal/tibial artery. There is no evidence of balloon burst in the returned still images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither device was repositioned during inflation. A non-medtronic inflation device was used for all balloons. A non-medtronic balloon was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure and attempt was made to use a euphora rx ptca balloon catheter and a nanocross 0.14 otw pta dilatation catheter to treat a moderate calcified, moderate tortuosity lesion exhibiting 100% chronic total occlusion in the mid right tibial/popliteal trunk. The euphora balloon was inspected with no issues noted, negative prep was performed on the euphora balloon with no issues. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was not encountered, excessive force was not used. No embolic protection was used on the nanocross 0.14 otw. There was no issues noted removing nanocross 0.14 otw from the hoop/tray. The nanocross 0.14 otw was prepped as per the IFU with no issues noted. It is reported that both balloons burst/ruptured on the initial inflation at approx. 8atm. The patient is alive with no injury.